Event description:
The following report was received from the affiliate: during a coronary stenting procedure after opening the package of a cypher sirolimus-eluting coronary stent, the physician felt that the tip of the stent delivery system (sds) looked deformed more than usual. Because another cypher stent of the same size was not available, he decided to use it. However, the sds failed to reach the flexed area of the lesion at right coronary artery, therefore, the entire system was retrieved. Additional information received from the affiliate indicating that when the device was received at the foreign facility, the cypher was found to be flared at the distal end and the tip of the sds was not bent, however, because the tip itself looked a little angulated on both ends, the physician might have thought that the tip of the sds was bent. There was no information regarding the patient. Additional information for this event has not been forthcoming to date despite multiple investigational attempts.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.